Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ crease / folding of implant: observed creases on device. ¿ deflation: observed, openings assessed as fold flaw opening. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion and broken on plug strap were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation. Later healthcare professional reported "deflation and implant removal from textured to smooth due to the concerns of the product". Device has been explanted and replaced.

Manufacturer narrative:
This is a follow up to emdr 9617229-2019-12733. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Later healthcare professional reported "deflation and implant removal from textured to smooth due to the concerns of the product". Device has been explanted and replaced.